Event description:
Additional information received from the consumer reported that they received assistance from their doctor or a manufacturer representative and their concerns were resolved.

Event description:
It was reported that the patient experienced shocking sensations from their implantable neurostimulator (ins). The shocks were described as ¿strange, different¿ and were not associated with positional changes. The patient stated that the shocking was random and when they were just sitting still and reading when they were shocked. They tried to change the programs on the device but still felt the shocking. The patient stated that the location of the shocking was random but did note locations of the right arm and neck areas. There were no falls or trauma reported that were associated with the issue. The patient was traveling at the time of report (in (B)(6)) but had contacted the manufacturer¿s representative who was reluctant to assist with the issues at that time. The patient had an appointment on thursday for the issue. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).